Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated the boom around the circle part on both sides it is supposed to be welded all the way around, but has no weld on either side. When used, the lift the arm swung to one side and the lift came up on to one leg on the floor. The staff stepped on the leg that had left the floor to stop the lift from falling over with the resident in it.